Event description:
Customer reportedly received results of 399 mg/dl and 170 mg/dl within 10 minutes on the active system. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.